Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. The customers blood glucose (bg) level was impacted above (300 mg/dl) the customer took a bolus to stabilize bg level. The customer became stressed due to the issue causing bg's to be elevated. As tandem technical support was not contacted at the time of the reported issue, no troubleshooting could be performed. Reportedly, the customer reloaded the same cartridge and the issue was resolved.